Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, he patient developed a rash extending beyond the patch perimeter. The patient had itching sensation in the area. On (B)(6) 2023, the patient consulted a health care provider who prescribed an unspecified oral anti-viral tablets, 5 times per day. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, he patient developed a rash extending beyond the patch perimeter. The patient had itching sensation in the area. On (B)(6) 2023, the patient consulted a health care provider who prescribed an unspecified oral anti-viral tablets, 5 times per day. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.